Event description:
It was reported that pre-op, m4 handpiece was not working and overheating. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that unable to perform temperature test motor was not rotating. Found the handpiece cosmetically not ok. Connector has dent, hi-pot test fail, blade/bur not rotating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B05: additional information received stating device was overheating in less than one minute when running at 5000rpm in oscillation mode with irrigation flow rate of 40cc/min. Another hp was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, m4 handpiece was not working and overheating. There was no patient involvement. Additional information received stating device was overheating in less than one minute when running at 5000rpm in oscillation mode with irrigation flow rate of 40cc/min. Another hp was used to complete the procedure.